Manufacturer narrative:
The hillrom technician found the head hi low actuator needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician ordered the head hi low actuator and will replace the actuator to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the bed was moving around on its own; it went on full trendelenburg on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).